Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error (reuse of single use supplies) was confirmed based on the user's report of switching out the heater bag but not the disposable set following an alarm. The cause of the use error is unknown. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During a follow up call regarding a check heater line alarm, the home patient (hp) stated he changed out the heater bag only and resumed therapy. It was recommended that in the future, the hp should change out all the supplies as there was a potential for contamination. The hp understood. No patient injury or medical intervention was reported.